Event description:
It was reported that the patient presented prior to generator change with high capture threshold exhibited by the right ventricular lead. The lead was explanted and replaced. There were no patient consequences.